Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the black box data for event date is overwritten to due to continued pump use. The basal history on 12/07 is different for basal history on (B)(6). The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. No eaw's occured during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had erratic blood glucose (bg) levels but did not know all the details. There were no bg values reported and follow-up was attempted without success. This report is being made due to the history settings issue.